Manufacturer narrative:
Approximate age of device ¿ the serial number of the device was requested but was not provided, therefore the manufacture date, age of device and device identifier (UDI) are unknown. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) (B)(6) 2017. It was reported that the patient experienced high flows and powers and low pi¿s. She was admitted with an ldh >1000. It was noted that the patient had a pump stop at 2240 for 1.5 minutes and another at 0204 that appeared to not be resolved until 0212. The patient was placed on batteries with no further alarms. X-rays were submitted and they were unremarkable. Technical services stated that the insulation of one of the conductors is damaged allowing the conductive material to short against the shield causing the pump to stops. No additional information was reported.

Manufacturer narrative:
Additional information. Approximate age of device -- 1 year, 7 months. Manufacturer's investigation conclusion: although the reported alarms of pump stop events were confirmed via the submitted log file, the cause could not be conclusively determined during this evaluation. The submitted log file contained data from 22jan2019 to 21feb2019. Analysis of the log file captured a pump stop event on (B)(6) 2019 at 10:38 pm and (B)(6) 2019 at 2:12 am while the patient was supported by the power module. The pump appeared to function as intended before and after the pump stoppages. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was placed on an ungrounded patient cable. The patient has been stable with ldh continuing to be monitored.